Event description:
A report was received that the patient was experiencing a burning sensation while charging ipg. The bsn representative met with patient and indicated everything was functioning normal. The patient had turned the device off for three weeks and once he turned ipg back on, he had no more uncomfortable sensation. The physician indicated that the burning sensation was not device related but sensitivity to previous implants. The physician prescribed lidoderm patches to the patient to use when needed during charging to prevent the burning sensation.